Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the right femoral artery. The 2.75 x >30mm, 90% stenosed, de novo and concentrically shaped target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with an unspecified 2.0x20mm balloon. The 2.5x38mm promus element long coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The device was withdrawn and resistance was noted when retracting into the guide catheter. It was noted the stent had ¿multiple fractures and fragmented¿, but remained intact. The procedure was completed with a 2.75x38mm promus element stent. There were no patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the stent was severely damaged and stretched. The stent had moved 16mm proximally on the balloon. Microscopic examination of the stent found no evidence of a stent fracture/break. No issues were noted with the profiles of the balloon and tip. The balloon was tightly wrapped and was not subjected to any positive pressure. The profile of the balloon had several indentations, indicating the stent had been crimped on to the balloon. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the right femoral artery. The 2.75 x >30mm, 90% stenosed, de novo and concentrically shaped target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with an unspecified 2.0x20mm balloon. The 2.5x38mm promus element long coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The device was withdrawn and resistance was noted when retracting into the guide catheter. It was noted the stent had "multiple fractures and fragmented", but remained intact. The procedure was completed with a 2.75x38mm promus element stent. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).